Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inappropriate high voltage therapy due to oversensing of noise on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned in two pieces. Lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted on is 1 connector leg at 8.5 cm to 8.8 cm from the connector pin. The cause of the reported event was isolated to this lead-to-can abrasion.